Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve was implanted due to congenital hydrocephalus via vp shunt on unknown date with unknown setting. The pressure setting changed unintentionally, and the patient developed slit ventricle syndrome. On (B)(6) 2025, the device was explanted and replaced due to suspicion of valve breakage. It was visually confirmed that the cam had fallen off. The patient recovered.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823101) was returned for evaluation. Device history record (DHR) - the product code 82-3101 with lot crfb5z, conformed to the specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at setting 110mmh2o. The valve was visually inspected, and no defect was noted. The valve was hydrated. After hydration, the setting remains at setting 110mmh2o, any change was noted. The valve failed the test for programming. The cam mechanism wiggled. The valve passed the test for occlusion, leak and reflux. The pressure test could not be performed because the device cannot be programmed. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the ruby ball, motor and on the seat of the ruby ball. Root cause analysis - it was reported that the pressure setting changed unintentionally and the patient developed slit ventricle syndrome. The reason of this overdrainage is due to the dislodged stator, that put the valve in a free flow position. No unintentional programming could be noticed as the valve is defective and no more programmable. The root cause for the programming issue and the cam wiggle noted during investigation is also due to the stator was dislodged from the base plate due to galvanic corrosion.

Event description:
N/a.